Event description:
The loaner cordless driver 2 was sent for eval because metal shavings came out of the device and came in contact with the surgical site during a procedure. Irrigation was used to clean the surgical site. Backup equipment was used to complete the case without any clinically significant delay. There was no medical treatment or intervention required as a result of the event.

Manufacturer narrative:
The device was received for eval; add'l info will be submitted once the quality investigation is completed.